Event description:
I received breast implants after undergoing a double mastectomy due to breast cancer. I have experienced pain that has increased over time, I'm now unable to use my left arm or shoulder, and have developed breast implant illness symptoms. FDA safety report ID #: (B)(4).